Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: IV tubing had a hole/cut in the seam of the tubing where the top port closest to the medication bag connects to the tubing, causing the medication to leak on the floor. Estimated loss of 10ml of medication. Tubing exchanged for new set immediately following identification of issue. Item: 2426-0007. Lot: 25105329.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2426-0007 lot number 25105329 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.